Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v656930, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. The device was returned and analysis found no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported what they meant by the device no longer working was patient/therapy. The patient expressed desire to have the device removed, the patient was uncomfortable and feels symptoms did not improve with therapy. The hcp did note initial and continued day time continence. The hcp noted the biggest issue was the unexplained urinary tract infections. The hcp noted the patient had the device for 5 years and it never worked. To trouble shoot the issues the hcp turned the device off for greater 3 months, there were no changes to symptoms noted. The patient had nocturnal enuresis. The patient complained of discomfort and wanted the device removed. It was noted the miralax 17 gm powder 1/4 -1/2 cap with 8 ounces of fluid one a day, ibuprofen, desmorpression acetate, nitrofurnation. The patient¿s past medical history includes genitourinaty, severe dysfunctional elimination syndrome, uti¿s nocturia. The hcp reported they saw the patient for dysfunctional voiding, utis, nocturnal enuresis. The interstim device was placement on (B)(6) 2011. The hcp noted the patient was taking prophylactic antibiotics for the utis and continued ddavp. The patient and the patient¿s mother felt the device never worked. The patient was still having wetting issues. The patient told the hcp the interstim was bothering her, ¿it digs into her just above interstim site and it hurts¿. The patient¿s mother stated they turned the device off for 3 months and saw no changes in symptoms. The patient is continence during the day. At night the patient wets 3-4 7 nights a week in large volumes. It was noted this has stayed stable with the device on or off. It was noted the patient sleeps through wetting. It was noted the patient does feel she has malodorus today. The day of the report the hcp indicated the patient was not taking antibiotics and she only takes them when the symptoms flare up, which has happened twice in the last 2 years. It was noted the patient is voiding 4 times a day, the mother thinks it is maybe 5. There was no urgency. The patient has no posturing behaviors. The patient has no day time incontinence, but has incontinence at night. The patient¿s stream is strong and constant, there was no current dysuria, hematuria. On the day of the report the patient had malodorous which was present for a couple of days. The patient on the day of the report has malodorous urine, deny fever, vomiting, abdominal pain, urgency, and dysuria. The mother stated the patient has over 50 uti¿s in a lifetime. When the patient had symptom flare up the patient took antibiotic bid 3-5 and the symptoms resolved. The patient noted the location of the device bothers her. The device is not painful to touch, but the area above it is ¿uncomfortable¿ with running. The patient reported daily to every other day, easy to pass, ¿can be smooth log or log with cracks¿ with bowel movements. The patient is not on stool softeners currently. It was noted the patient was on stool softeners. The patient¿s mother noted the problem is worse with certain issues, but there is no limitations in activities due to the problem. The patient had a urinalysis. The test showed the urine was yellow, slight cloudy, glucose was negative, ketones was negative specific gravity was 1.025, n o blood, ph 5.5, protein was negative, urobilingen was 0.2, nitrite was positive, and leukocyte esterace was small. It was also noted the patient has not had a fever with uti infections, there is no pain when urinating (on the day of the report the patient did report pain), the patient sometimes gets up at night to urinate, the patient wets the bed more than half the nights. When the patient has to urinate it is sudden. The hcp reported there is no acute distress, well developed, and well nourished. The hcp stated the patient has no suspicious lesion on the skin and the skin is warm and dry. The patient¿s head was normal. The patient¿s breathing was non-labored. The hcp reported the patient¿s right kidney are normalfor the patient¿s age. The renal echogenicity and corticomedullary differentiation are within normal limits. There are no renal contour deforming masses, collecting system dilation, nephrolithiasis or cortical loss. There was mild diffuse prominence of the urinary bladder wall. There are no dilated distal ureters. The hcp noted the mild nonspecfic diffuse prominence of the urinary bladder wall may be sequela of infections or inflammatory etiologies. The hcp noted unremarkable sonographic appearance of the kidneys had demontestrated interval growth. The hcp checked the implantable neurostimulator (ins) is off. The hcp noted some security systems have affected the on and off function of the device. The hcp reported the device was removed in the near future. The hcp noted currently the patient overholds. The hcp instructed the patient increase fluids and avoid bladder irritants. It was noted the patient has not been diagnosed with a uti in over a year. On the day of the report the family suspects a uti, so urine was sent for a culture. It was noted when the device was on the patient was on 2.20 v, 300 pw, and 14hz and the cycling was off on program 1. Impedance test was run at 1.5 v, 300 pw, and 14 hz and the follow results were found c <(>&<)> 0 >4000, c <(>&<)> 1 1197, c <(>&<)> 2 1197, c <(>&<)> 3 1197, 0 <(>&<)> 1 >4000, 0 <(>&<)> 2 >4000, 0 <(>&<)> 3 >4000, 1 <(>&<)> 2 2405, 1 <(>&<)> 3 2405, and 2 <(>&<)> 3 2405 all at a current less 15. The patient is implanted for urinary dysfunction/nerve stim.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v656930, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The hospital's material manager, via the manufacturer representative, reported the patient's system was removed because the device was "no longer working." The issue was resolved at the time of the report. No further information was provided. The patient was indicated for urinary dysfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.